Manufacturer narrative:
(B)(4)the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, it was found that the patient adapter was damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Two possible lot numbers were originally reported - h14611054 or h15b06014. The device was received for evaluation. Visual inspection using magnification revealed damage to the patient adapter. Underwater leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed without noting any issues. The cause of the condition was not determined. H14611054 is an invalid lot number, so a batch review was not performed. However, a batch review was conducted for lot h15b06014. There were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.